Event description:
It was reported that an explant and revision procedure were performed to remove a 2.4mm variable angle distal radius locking compression plate lcp and associated screws from a patient¿s right distal radius on (B)(6) 2014. Tendon repair was also performed during the surgery. The surgeon alleged that the patient¿s ruptured tendon and pain were possibly caused by the malpositioned lcp and associated screws. The original date of the plate implantation is unknown and was not performed by the explant surgeon. The original date of implant is estimated to have been approximately one year ago. The hardware was successfully removed and the patient¿s tendon was repaired without complication. This complaint is alleged against the malpositioned plate and an unknown quantity of unknown screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials are (B)(6). This report is for an unknown quantity of unknown locking screws. Device was implanted on an unknown date. The investigation could not be completed and no conclusion could be drawn, as no device was returned and part and lot number were not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.